Event description:
It was reported depuy acromed that a moss miami polyaxial screw broke post-operatively and had to be explanted. There were no other adverse consequence to the pt. The lot info and initial implant date was not reported by the complainant. The product has not been returned for eval. No further action can be taken at this time.

Event description:
It was reported to depuy arcomed that a moss miami polyaxial screw broke post-operatively and was explanted. The initial date was not reported by the complainant. There were no other adverse consequences to the pt. A dimensional analysis was performed, where the screw was not damaged, and the screw conformed to specifications. A fracture analysis was performed on the screw using a scanning electron microscope. The sem revealed that the surface of the break at the a base of the screw head had two fracture morphologies. There was a smooth region followed by a rough region. The smooth region indicates fatigue and the rough region indicates a static fracture. The fracture was initially due to fatigue, and the excessive forces placed on the screw due to this fracture, caused the screw to break completely (static). No material defects were observed during the sem analysis. The most likely cause of the event is a fatigue fracture. If the screw is subjected to repeated loading cycles, the screw may break. If the pt does not follow activity restrictions in the post-operative protocol, increased loading my be applied to the screw, causing it to break. Also if the devices have been implanted for an extended period of time, fatigue fractures may result. These phenomenon are clearly stated in the labeling provided with the device. No further action required.